Event description:
It was reported that ten weeks following placement of the permanent spinal cord stimulator (scs), the patient developed a pruritic patch of violaceous erythema overlying the scs generator site medially, while the incision remained approximated and there was no drainage, fluctuance, induration, or pain with palpation. The patient was prophylactically started on cephalexin without relief, followed by triamcinolone 0.1% topical cream. The patient reported feeling the external charger was causing her redness and skin irritation, having an improvement of rash after placing a cloth or shirt between the device and her skin. Due to the persistence of symptoms for 2 months, she was seen by dermatology, who diagnosed the skin finding as a presumptive nickel allergy and transitioned to betamethasone 0.05% topical cream. The patient was diagnosed by dermatology with allergic dermatitis after having developed a rash over the implant site. It was noted the patient had a prior exposure to nickel earrings. While the cream helped symptoms, she continued to have irritation and significant pruritus; the patient ultimately opted for device removal, which was performed 13 months after the initial placement. Following removal, the patient had complete resolution of symptoms by the time of her follow-up visit 2 weeks later. It was noted the patient had opted for device removal despite the scs having provided significant improvement in the patient¿s pain symptoms. No further complications were reported or anticipated.

Manufacturer narrative:
Literature citation: heizelman an, koschak bj, abd-elsayed a. Allergic dermatitis to spinal cord stimulation device: a case report. Interventional pain management reports. 6(3) 103-106. 2022. Literature abstract: the authors presented a (B)(6) woman with chronic lower back pain, failing conservative and surgical treatment measures, who underwent successful permanent spinal cord stimulator (scs) implantation. Following placement, she developed a rash overlying the implantation site, diagnosed by dermatology as allergic dermatitis. She attempted topical steroid treatments, which aided symptoms; however, she ultimately opted for device removal, despite the scs providing significant improvement in pain symptoms. Please note this date is based off of the article¿s journal acceptance date as the specific event date was not provided in the published literature. It was not possible to ascertain specific device information from the article or to match the reported events with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.